Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure that the balloon inflated beyond the markerband. The lesion was located in the right circumflex artery. The physician advanced the 15mm x 2.5mm maverick2 balloon catheter across lesion and inflated the balloon to unspecified atms. It was noted that the proximal shoulder of the balloon was "several millimeters" longer than that of the distal balloon shoulder and that the proximal balloon shoulder extended beyond the proximal markerband. The physician deflated the balloon and removed it from the patient. It is not known how the physician completed the procedure. No patient complications or injuries were reported and the patient's status was unknown.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).